Event description:
It was reported that the customer was admitted to the hospital for an issue that did not involve diabetes or the insulin pump. The customer was missing the o-rings and is inquiring for a replacement. Advised the customer that the insulin pump would need to be replaced. The customer's blood glucose was unknown. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).